Manufacturer narrative:
Section a4, a5, a6: unknown/asked but unavailable (asku). Section b3: date of event: exact date unknown/not provided. Best estimate date is between 2/7/2026-4/14/2026. Section e1: telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a preloaded multifocal intraocular lens (iol) was explanted from the patients left eye in a secondary surgical procedure for an unspecified reason. The issue noticed during the post-op examination. There were no vitrectomy, incision enlargement, or sutures required. There was no delay in procedure reported. Another johnson & johnson lens, model den00 20.0 diopter was implanted as a replacement. The patient status was reported as temporarily impaired. Direction for use were followed. No other information was provided.